Event description:
The patient had contacted lifescan and reported that her one touch ultra meter was reading inaccurately high. There was no allegation of harm or serious injury. The patient reported that she was getting high results on her meter such as 147, 188, 185, and 262 mg/dl. She was invalidly comparing those results to her normal readings/feelings. She was not experiencing any symptoms at the time of concern. She consulted her endocrinologist, who increased her oral medication dosage. During troubleshooting, it was verified that she was the correct testing technique and that her meter was set in the right unit of measurement. Her test strips were in good condition and within the expiration date. The meter was also coded correctly. She was walked through a control solution test, which failed high outside the range. She was asked to retest, but the second test also failed outside the range. Her control solution was not open past the discard date. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a product malfunction since the control solution tests failed twice. Replacement meter, control solution, and test strips were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.